Manufacturer narrative:
(B)(4). Batch # m5521y. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an open esophagectomy, the washer was uncut and the donuts were partially uncut. The firing force was higher than expected and the firing handle could not be fully grasped when the device was used to anastomose between the esophagus and the gastric tube. Though the doctor changed places with other doctors and some doctors tried to grasp the firing handle, the firing handle could not be fully grasped. At the firing, the doctor felt that there was a resistance but he thought it was a resistance of cutting the washer. There was no crunch that would be heard when the washer would be cut. When the device was removed, the washer was uncut and the donuts were partially uncut. Though the anastomosis was seemed to be completed, the doctor felt anxiety about the condition of the staple form and the staple line, and the doctor worried that there may be the adverse consequences to the patient. Additional suture was performed in whole for reinforcement. There were no adverse consequences to the patient. When the sales rep checked the device after the operation, the firing force was higher than expected and there was a resistance when the firing handle was half grasped though the anvil was not set.